Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring was interrupted when the powervar ups powers off spontaneously. The powervar ups shuts down randomly and powers off on its own. It has only been in use for 4 weeks. The cns was not returned, but the powervar ups was returned. No patient harm was reported. Ups manufactured by: powervar. Model #: abce422-11med. Returned to nihon kohden: 07/23/2021.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) monitoring was interrupted when the powervar ups powers off spontaneously. The powervar ups shuts down randomly and powers off on its own. It has only been in use for 4 weeks. The cns was not returned, but the powervar ups was returned. No patient harm was reported.